Manufacturer narrative:
The device was not returned for evaluation. A review of the electronic lot history record (elhr) and corrective and preventive actions (CAPA) database were preformed and revealed there is no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, information from the field indicated the guidewire was noted to be bent/kinked. Furthermore, it is likely that the noted kink on the guidewire caused issues tracking the dragonfly while removing the device. Based on the reported information and results of the complaint investigation, there is no indication that the reported difficulty to remove is related to a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and heavy tortuosity. The dragonfly opstar imaging catheter was used in the procedure without issues. However, the device was being removed from the guide wire when there was resistance and got stuck. All the devices were removed as a single unit. It was noted that the interventional wire was significantly bent by the guide wire exit port. Another dragonfly opstar was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.